Event description:
The pt, through counsel, is pursuing a product liability claim arising out of the alleged use of the durom acetabular component. It was reported that the pt received a durom hip generic on (B)(6) 2009 and experienced unk symptoms. It is unk at this time if the hip product is actually the durom cup and it is further unk if the products will be returned to zimmer. The pt is currently being monitored.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers records could not be reviewed. A cause for this specific clinical event cannot be ascertained from the info provided. A product failure cannot be confirmed. Should additional info become available and / or the devices be returned for eval and an investigation result be available, an amended medical device report will be filed. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the relaunch of the us durom cup. The need for further corrective measures is not indicated at this time. The distribution of this product was ceased meanwhile due to business reasons. Zimmer (B)(4) considers this case as closed. (B)(4).